Manufacturer narrative:
Since the needles were not returned to the MFR for analysis, the MFR's investigation of this event was limited to a trend analysis which was performed on similar incidents involving this catalog number and a trend has not been identified. The MFR's investigation of this event is inconclusive; however, the MFR is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaints department, clinical and sales representatives. No further details are available. The MFR is now closing its file on this event.

Event description:
0n 04/09/97, the MFR received info from its distributor that a physician in their territory has complained that the new style needle is not the same quality as the old needles. It was additionally stated that the old needles do not cause pain and the new needles cause pain. The physician has requested the old style needle.